Event description:
It was reported that the pt had "serious pain where the incision was." The pt confirmed that the pt's ins device was explanted in 2009. No further details, pt symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).